Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05294, 3006705815-2021-05295. It was reported the patient experienced ineffective therapy following an unrelated surgery. X-ray diagnostics indicated both of the patient's leads migrated. In turn, the patient underwent surgical intervention wherein intra-op it was observed that one of the leads had also pulled out of the existing ipg header. The physician was unsure if any fluid may have entered the ipg header port. As a result, the entire system was explanted and replaced to address the issue. Effective therapy was established post-operatively.